Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, after grasping attempts the gripper was unable to be raised. Troubleshooting was performed unsuccessfully to the clip was closed and removed from the patient. It was determined that a new flail was present on the septal leaflet. A new triclip was selected and implanted successfully. Two additional triclips were implanted successfully. The final tr was grade 3. There was no clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In this case, the reported difficult to open or close-gripper actuation ¿ single and difficult to remove-anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided, a cause for the reported difficult to open or close associated with a single gripper actuation issue and difficult to remove from the anatomy resulting in tissue injury could not be determined. Tissue damage is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.